Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. Following transseptal puncture and insertion of the ablation catheter, a transesophageal revealed a pericardial effusion. There was no increase of it and the decision was made to stop the procedure. No intervention/treatment was necessary. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.